Event description:
A report was received from the affiliate indicating that when two healthcare workers were removing loads from a completed sterrad sterilization cycle, they were exposed to hydrogen peroxide and were burned. The second worker's right middle finger was discolored, and there was a felling of soreness. Medical attention was not sought. The worker is being followed without therapy.

Manufacturer narrative:
(B)(4) - feeling soreness. At the time of this incident, the sterrad sterilization cycle had completed. The vaporizer plate was in place. The vaporizer plate was not damaged. Installation and maintenance details for the vaporizer plate were not provided. The hydrogen peroxide was noticed after a completed sterilization cycle; the location is unk. The employee was not wearing personal protective equipment (ppe). The reporter did not indicate if a biological indicator was used. It is unk if the load was reprocessed. The load consisted of (2) oropharyngeal tubes, (2) stylet 1, (4) laryngoscope, (1) bipolar, (1) bipolar code, (1) tube, (2) dental mirrors, (1) thrombosis tape, (2) humidifiers, and (3) bars (made of plastic and metal). Asp sterilization pouches were to process the load. Other load related information was not provided. There are no peroxide residue samples available. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2009-00663.